Event description:
It was reported that "when removing chest defib pad, pad noted to be charged. No visible skin irritation noted."

Manufacturer narrative:
This complaint was found during a maude database search. The reporting facility is unknown. No contact name was made available. We have added the limited data into our complaint database for tracking and review. A 24 month review of the customer complaint history has shown no similar complaints. No DHR review was possible, as the lot number for this product has not been made available. If the product is returned in the future, the complaint will be reopened, examined and a further investigation will be performed. At this time, we are considering this complaint closed.